Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer noticed "immediately before use, fm (like a light brown or black piece of wood) was found in a tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had foreign matter in tube; biological and nonbiological before use. The following information was provided by the initial reporter: the customer noticed "immediately before use, fm (like a light brown or black piece of wood) was found in a tube."